Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a procedure delay occurred as a result of the infold. Per the physician, annular calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Five static images and nine media files were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The fluoroscopic valve load inspection was performed and was undetermined. Per medtronic best practices, it is recommended to slowly rotate the capsule 360° while using high resolution imaging at increased magnification for the valve inspection. In this case, proper visualization was not achieved to validate a good load. Subsequent fluoroscopic valve load inspections were acceptable. There was no evidence that a pre-balloon aortic valvuloplasty (bav) was performed prior to the valve deployment. The first valve was deployed to 80% and appeared to be in a deep position (an approximate depth of >5mm) and under-expanded rather than infolded. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appeared to be under expanded rather than infolded, but as it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety. The replacement/second valve was loaded and confirmed a good load. The second valve was deployed to 80% and appeared to be at a very shallow depth (approximately <(><<)>1mm) and significantly under expanded rather than infolded. Again, proper action was taken by the physician and the field team to ensure patient safety as the valve was removed from the body and replaced again. The third valve was loaded and confirmed a good load. No pre-bav was performed at this time, despite the persistent under expansion of the previous two attempted valves. The third valve was deployed and appeared to be under expanded, as well however at an acceptable depth of approximately 5mm. The valve was released. A post implant bav was performed, ultimately resulting in a fully expanded valve. In this scenario of incomplete expansion, medtronic recommends a pre-bav prior to attempting a new valve to ensure adequate expansion of the transcatheter valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. It was reported that the patient's calcification possibly contributed to the infold. Review of the device history record and frame record for both of the devices were performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f248313), fluoroscopy inspection revealed a good valve load.  During the valve deployment, an infold was noted. The valve was cheked in a second c-arm angulation and the infold was confirmed. The valve was recaptured and removed from the patient. A new system was used. The second valve (f260474) was loaded successfully and verified via fluoroscopy. During the valve implant, the valve was deeper than 5 millimeter (mm) in the left ventricular outflow tract (lvot). The valve was recaptured to reposition. During the second deployment, an infold was noted. The valve was checked in a second c-arm angulation and the infold was confirmed. The valve was recaptured and removed from the patient. A new system was used for a successful implant. No adverse patient effects were reported.